Event description:
The customer reported a loss of vascular imaging modes. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine sys software was evaluated and reloaded. The sys was tested and found to be working as intended and returned to svc.